Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, procedure was completed by using different acquisition mode (higher dose) at the time of event. A philips field service engineer (fse) visited the site and analysed the system log file. The analysis confirmed generator error filament current out of tolerance. Upon further troubleshooting, fse measured filament inductance with lcr meter and found small filament was faulty. The fse replaced the xray and returned to philips for further analysis. The analysis confirmed filament wear-out was and a blown small filament. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.